Event description:
It was reported that the patient developed septic shock that led to multiple organ failure. The root cause of sepsis wasn't detected. The patient passed away due to septic shock and multi organ failure. The left ventricular assist device (lvad) worked as expected. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
A2 - patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported septic shock could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported multi-system organ failure and subsequent patient outcome could not be conclusively established. It was communicated that the customer would not provide any further information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 lvas patient handbook, rev. G are currently available. Section 1 of the IFU lists sepsis, multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure), and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Additionally, although only sepsis was reported by the account, the IFU lists infection as a potential adverse event that may be associated with the use of the heartmate 3 lvas, as well as a potential late postimplant complication. Several sections of the heartmate 3 lvas IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.